Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s physician was aware of the situation. The patient was still charging the implantable neurostimulator (ins) and controller twice daily each. It was noted that the reasoning for this was unknown. The manufacturer representative stated that all impedances were normal and recharging sig nal was excellent. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was complaining about charging frequency, as they were having to charge their implantable neurostimulator (ins) and programmer several times a day. No falls or traumas were reported that may have led or contributed to the issue. An impedance check was performed and all values were within normal range. When trying to adjust settings above 11.5 ma, the patient would get an out of regulation (oor) error message. It was noted that the patient has a high energy demand with their current settings. The manufacturer representative was meeting with the patient on the date of this report to look at the oor. The issue has not been resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain and complex regional pain syndrome.